Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e411 disk analyzer. The initial result was 0.928 miu/ml. The repeated result was 3778 miu/ml. The questionable result was reported outside the laboratory and questioned by the patient. The reagent lot number was 41442101 and the expiration date was 31-oct-2020.